Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient went to do an adjustment yesterday and got message that therapy has stopped, replace the internal device to continue therapy. Caller reported patient's implant was just put in maybe a year and a half ago. Agent reviewed implant longevity and eos information. Caller did not recall if patient had therapy at a higher setting but stated they thought this implant was new. Agent reviewed message meaning and redirected patient to their managing healthcare provider to further discuss. Caller stated they tried changing the setting yesterday and noticed yesterday that they could not make any changes. Caller stated before that it had probably been 6-7 months since patient made a therapy adjustment.